Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso, pelvic adhesiolysis, anterior and posterior colporrhaphy due to fourth degree uterine vaginal prolapse, third degree cystocele, rectocele, and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.